Manufacturer narrative:
H10: h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that each shipment of material must be accompanied by a manufacturer's certificate of conformance (c of c). Fiber tenacity and linear density along with usp testing for knot break strength and diameter to be certified. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the suture of the healicoil fractured after the anchor was implanted. The procedure was successfully completed using a smith and nephew back up device. It is unknown if there was a delay. No further complications were reported.